Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "caregiver having fever". The peritonitis was manifested by cloudy pd effluent and fever. It was reported the patient was hospitalized and was discharged after three days. The day after event onset, the patient was treated with cefazolin (1g, twice a day, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient recovered from the events. It was not if reported the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.